Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for a colorectal polyp performed on (B)(6) 2025. During the procedure, the device was deployed into the tissue; however, a portion of the delivery shaft remained attached to the patient. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.